Event description:
The following description of the event was reported to viasys by the user facility via a phone conversation. "Customer called stating that the ventilator "froze". After some questioning, the ventilator continued to ventilate, but the clinician was unable to actuate successfully any screen or outside soft keys. The loops were updating. Stated that when they disconnected the pt, there was no alarm". The following add'l info concerning the event was reported to a viasys field service by the user facility via a face to face conversation. "Christina states that she came into do a ventilator check and selected loops at this point she noted that the loops were going very slow and she could no longer make any changes. After numerous attempts to make screen selections she removed the ventilator and started to bag pt. She stated that no alarms occurred while the pt was being bagged. After switching the ventilator, she viewed the event log and noted that the appropriate alarms were logged, but that during that alarm condition no audible or visual alarm indication."